Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-sensed t-wave oversensing (pstwos) on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences prior to intervention. Patient condition post-intervention was unknown.